Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose was 41 mg/dl. The customer was treated with glucose tablets. The customer reported that the insulin pump was over delivering because customer didn't bolus that much anymore and can't see how was dropping low. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The devices will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Also, performed pre- fill test to reservoir and there was no leaking around transfer guard area. Conclusion: reservoir does not leak.